Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Pt was implanted with 3.5mm lcp proximal humerus plate construct on (B)(6) 2012. Pt was returned to the operating room on (B)(6) 2012 for removal of hardware due to an infected fracture. Pt was revised to new hardware and antibiotics. This is 2 of 13 reports for the same event.